Event description:
It was reported that in 2002 that the pt had immediately removed the coil after placing it on their head. The following day, an implant check was carried out at the clinic. The telemetry measurements gave 5 results of 'poor coupling to the implant'.